Event description:
The reporter stated that the surgeon had inserted a three piece collamer lens model cq2015 into patient's eye and noticed the lens was torn. The surgeon enlarged the incision to remove the torn lens and replaced it with another model lens. A suture was used to close the wound.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens has a portion of the optic and a haptic torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.